Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was having a headache and was feeling dizzy. The following day on (B)(6) 2025, the patient woke up and her cgm was reading 250 mg/dl. She was vomiting and eventually passed out. No bg meter comparison value was taken. The patient¿s husband brought her to the ER where her bg level was 700 mg/dl. The patient was hospitalized for a week and was treated with insulin via her tandem insulin pump. The patient declined to provide further event details. The patient was feeling ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.